Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had failed drawer, and the device did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) troubleshot the issue by running hardware test application (hta) and shutting down the station to remove debris from under the pockets. The station was powered down, and the band was replaced after inspecting the bus cable for any cuts. All drawer connectors were reseated to ensure proper connections. Additionally, retractor band 2.1 and the controller were replaced. After completing the hardware replacements and reconnections, all drawers were tested within hta, and the application was successfully launched. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had failed drawer, and the device did not detect on the communication bus, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.